Event description:
The physician alleged no malfunction of the device and could not rule out malfunction of the lead. The physician also reported that he does not believe the device or lead caused or contributed to the patient¿s passing away. Additional review of session records by abbott technical support showed the device appeared to be programmed in bipolar mode. Unipolar mode programming was not able to be identified. Abbott technical support did not suspect the events to be due to the device, though loss of capture, low pacing impedance, and r-wave amplitude variation were noted on the right ventricular (rv) lead. The products will not be returning for analysis. The cause of death has been requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Abbott technical support reviewed the session records from two days prior to the patient's passing. There was no evidence of device malfunction. The device was performing as intended according to programming. Low pacing lead impedance, loss of capture, reduced r wave amplitude, were noted on the right ventricular lead, while reviewing the session record, but the cause is inconclusive as the lead and device were not returned for analysis. The physician indicated neither the lead or device, caused or contributed to the patient's passing. The cause of death was requested and not provided.

Event description:
Related manufacturer report number 2017865-2021-37613. During an in-clinic follow-up, the device was tested in unipolar mode and no electrical anomalies were seen. Then, the physician found out the patient had passed away approximately three days after. Abbott technical support reviewed session records from prior to the patient's death and loss of capture, low pacing impedance, and r-wave amplitude variation were noted on the right ventricular (rv) lead and device. It is unknown if the death of the patient was related to the rv lead and/or the device; however, the physician does not believe any abbott devices caused or contributed to the patient's death.